Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been in for service previously. The review of the event history log found no force sensor test error. Functional and delivery tests were performed, and the reported problem was confirmed. The force sensor was out of calibration. To solve the problem, the force sensor was calibrated.

Event description:
It was reported that the device had a force sensor test failure -not able to reset. There was no patient involvement.